Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed resetting the lss and testing the atrial lead. The impedance measurement came in at 438 ohms but trending did show some spikes in the measurements. The consultant recommended further testing be performed. The system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this patient is new to this clinic and upon device interrogation, it was revealed that the lead safety switch (lss) had been triggered for out of range impedance measurements on the atrial channel. No adverse patient effects were reported.